Event description:
A male pt in his (B)(6) was undergoing a low posterior chiari. The procedure required his neck to be very flexed. Th pt was positioned with an infinity skull clamp. The first arm locked into a hyperflexed position without any difficulty and maintained the desired pressure. The second arm would not stay locked in the desired hyperflexed position. At some point during the procedure, the second arm lost pressure. There was no slippage or injury involved. Mayfield disposable adult pins were being used during the procedure and no stereotaxy device was being used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.